Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3387-40, lot# l86024, implanted: (B)(6) 2000, product type: lead. Product ID: 3389s-40, lot# v597590, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: prog, serial# unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient reported returned of symptoms and they were having issues for the past few days. They felt the devices were off or were not working. It was noted that patient checked her devices with the programmer and both right and left side devices were on and okay. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.